Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was partially applied. The clip counter was no longer active. The dink marks that hold the jaws in place were acceptable. No visual abnormalities were observed with the instrument. Functional testing noted that the instrument was cycled, and the clip loaded into the jaws, the jaws and tissue stop moved forward out of the shaft. The jaws did not close during the firing cycle. It was reported that the clips were not loading properly and the jaws did not open correctly. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur when the jaws are closed and a twisting motion is applied to the device spinning the shaft around the jaws causing damage leading to the reported condition. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: avoid excessive twisting of the jaws or tissue manipulation when firing the instrument. Deflecting the jaws and or the shaft during firing may result in an improperly formed clip and possible bleeding and or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: 176630, 176630 endoclip iii 5mm applier (lot # j5l4075y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, on two devices, the clips were not loading properly and the jaws did not open correctly. To resolve the issue, a different device was used. There was no patient injury.